Event description:
Linear cutter with safety lockout did not fire correctly during procedure. Co representative present- new endoscopic linear cutter used, fired correctly. Re-load used for instrument fired correctly. Both endoscopic linear cutters were from the same lot number.